Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the balloon catheter found it was returned with no blood visible and contrast in the inflation lumen and on the shaft and hypotube. The proximal end of the balloon was loosely folded. This is consistent with the reported information that the balloon catheter was inserted into the patient and the balloon ruptured. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. Analysis confirmed the rupture and noted a radial rupture in the middle portion of the balloon. The material was jagged at the rupture and the distal end of the balloon was folded in towards itself. The condition of the fold in the balloon as noted by the analysis is a result of the radial rupture. There were no scratches found and could not determine of the rupture was along a crease or fold in the balloon. The balloon catheter was sent to scanning electron microscopy (sem) to perform further analysis of the balloon. The results indicated mechanical damage and shredding on the outer surface was observed. The shredding could have resulted from interaction with anatomy as it was reported that the lesion was heavily calcified. In this case, it was reported that the balloon was inflated to 15 or 16 atm and the rated burst pressure is 14 atm. It should be noted that instructions for use (IFU) states, balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. To prevent over-pressurization, use a pressure-monitoring device. In this case, interaction with the anatomy in the additional to pressurizing the balloon over the rated burst pressure likely contributed to the reported balloon rupture as the balloon did not rupture until the second inflation. Analysis noted a kink in the shaft 6 cm distal to the guide wire exit notch. There was no other damage noted to the balloon catheter. The noted damage was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for evaluation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported rupture appears to be related to the circumstance of the procedure and there are no indications of a product quality deficiency.

Event description:
It was reported that during treatment of a heavily calcified right coronary artery, the balloon ruptured at 15 to 16 atmospheres during the second inflation. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.